Event description:
User reported that they completed travel on lift however swivel did not engage. Upon dismounting the user states, they almost fell however carer assisted them. No injury.

Manufacturer narrative:
Device completed travel cycle but did not swivel due to activation of safety mechanism caused by adverse tilt. Resolved by providing spacers to amend tilt. Report delayed past initial submitting period as we did not initially believe it was reportable however received additionally information indicating that it is.